Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dover silicone catheter. The customer reported the balloon would not deflate. The customer attempted to deflate the balloon by using a guide wire inserted through the inflation cuff. Customer reports that they eventually got the balloon to deflate and were able to remove the catheter from the pt.